Event description:
The customer reported that the laerdal mount connectors started burning after the defibrillator was mounted. There was no pt involvement.

Manufacturer narrative:
The customer reported that the laerdal mount connectors started burning after the defibrillator was mounted. There was no pt involvement. Photos of the involved equipment were reviewed by phillips. It was determined that the issue was the result of a malfunction of the wall mount. The defective wall mount was replaced.